Event description:
The dr claims that the graft, implanted on 9/8/98 for an aorta blockage procedure, leaked blood through its walls for approx 45 minutes after it had been anastomosed to the descending aorta. The dr believes the quantity of blood lost through the graft was about 250 ml and that the bleeding was not stopped earlier due to heparinization. The pt rec'd a total of four units of stored blood for the entire procedure. The leakage was stopped by wrapping the graft in warm, wet compresses. The graft was left in. There was no injury or complication to the pt. The pt's pre-operative and post-operative condition is reported as ok.